Manufacturer narrative:
The pump was returned to animas and investigated. Investigation revealed the following: the pump booted with audible tone and stuck on small animas logo screen. The pump continued to alarm while frozen on animas logo screen, keypad activation could not clear animas logo screen. It was noted that there was a eprom software corruption.

Event description:
The pump was reportedly stuck on the startup animas screen. The pump was replaced. There was no reported adverse event associated with this complaint.